Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the pump fell from a counter and the pump touch screen became cracked. The bottom half of the touch screen became unreadable and customer was unable to unlock the pump. Customer's blood glucose was 182 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.